Event description:
It was reported when using the bd pyxis anesthesia es system had authentication issue, preventing user from login and removing the required medication. The customer stated that the patient care was delayed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the account locked error. A technical support specialist confirmed the account was not really locked but the account expires value was set to high instead 0. The technical support specialist routed to information technology team to rectify the issue. The system functioned as intended after the information technology team troubleshooted the device.